Manufacturer narrative:
The device is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: unknown 0.035inch guidewire, and medtronic device indeflator (B)(6).

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, the balloon of a powerflex pro percutaneous transluminal angioplasty (pta) catheter ruptured at four atmospheres. It was removed from the patient and exchanged. There was no reported patient injury. The intended procedure was a pta of a target lesion was the right superficial femoral artery. The lesion was mildly tortuous and calcified. The rate of stenosis was 99%. For the procedure, a powerflex pro pta catheter was opened. There was no difficulty removing the product from the hoop or removing the protective balloon cover or stylet. There were no kinks or other damages to the product, and it was prepped normally with no anomalies noted. After the lesion was crossed with an unknown 0.035inch guidewire without difficulty, a powerflex pro pta was inserted into the patient. There was no resistance/friction or difficulty encountered as the balloon was delivered to and across the lesion. The balloon was inflated at the lesion and the balloon inflated normally. However, it ruptured at four atmospheres during its initial-dilation. The catheter was not ever in an acute bend and the catheter did not kink during use. The contrast media and ratio were unknown. The indeflator used was successfully used with other devices. The product was easily removed from the patient with no resistance/friction and the product was removed intact (in one piece). It was exchanged for another unknown new balloon. The procedure finished successfully. There was no reported patient injury. The device was not returned for analysis. Review of lot 15928684 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No non-conformances were generated for this lot. The reported balloon burst at/below rbp was not confirmed as the device was returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (99% stenosis) may have contributed the difficulty experienced by the customer. Neither the DHR nor the information available for review suggest a design or manufacturing related cause for the reported balloon burst; therefore, no corrective action will be taken at this time.

Event description:
As reported by the affiliate, the balloon of a powerflex pro plus pta catheter ruptured at 4 atm. It was removed from the patient and exchanged. There was no reported patient injury. The intended procedure was a pta of a target lesion was the right superficial femoral artery. The lesion was mildly tortuous and calcified. The rate of stenosis was 99%. For the procedure, a powerflex pro pta catheter was opened. There was no difficulty removing the product from the hoop or removing the protective balloon cover or stylet. There were no kinks or other damages to the product, and it was prepped normally with no anomalies noted. After the lesion was crossed with an unknown 0.035inch guidewire without difficulty, a powerflex pro plus pta inserted into the patient. There was no resistance/friction or difficulty encountered as the balloon was delivered to and across the lesion. The balloon was inflated at the lesion and the balloon inflated normally. However, it ruptured at 4 atm during its initial-dilation. The catheter was not ever in an acute bend and the catheter did not kink during use. The contrast media and ratio were unknown. The indeflator used was successfully used with other devices. The product was easily removed from the patient with no resistance/friction and the product was removed intact (in one piece). It was exchanged for another unknown new balloon. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis.